Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The (B)(6) male patient initially experienced eye pain that could not be definitively diagnosed followed by a central corneal ulcer (os), and then later diagnosed with acanthamoeba keratitis in the left (os) eye after lens use. The patient is a part time wearer of contact lenses and used a hydrogen peroxide disinfectant. The patient sought medical attention from three different sources: patient's primary optometrist at the initial time of infection, a second optometrist, and a cornea specialist. The patient sought medical attention from(B)(6) 2015 - (B)(6) 2016. The following medications were prescribed over the course of medical attention: eye drops: systane balance, similisan, tobradex, genteal, muro 128, brolene, chlorhexidine, vigamox, phmb, zymaxid, cyclogyl, durezol, pred forte, besivance, prolensa, bombigna, refresh optive; tablets: tramadol, acyclovir; ointment: bacitracin-polymyxin b. The patient alleges the following surgeries: cornea transplant ((B)(6) 2015), pupilloplasty ((B)(6) 2016), and cataract iol replacement ((B)(6) 2016). The patient is continuing medical treatment by the cornea specialist. Additional information will be provided as supplement reports when received.